Event description:
It was reported that the pump's usb port and usb cable was damaged resulting in difficulties charging the pump. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy. A replacement cable was sent to the customer to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.